Event description:
Account stated they are seening discrepant results for calcium, total protein and co2. Account did not report that inappropriate treatment was provided as a result of the incorrect results. The field service representative found the waste line was clogged and repaired the instrument by clearing the line.